Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin at home transmission. Upon review, the right atiral (ra) lead exhibited noise which led to some pacing inhibition. During interrogation on (B)(6) 2019, some ra lead noise was able to be reproduced with isometrics. Programming changes were made. The patient was stable.